Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204-belt unusable) has been confirmed. Upon investigation, the trunk cable was pulled short, damaging trunk cable connector j702 on the distribution node pca. The root cause for the pulled cable was excessive force. No adverse event resulted from the defective belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving service code 204 (belt unusable).